Manufacturer narrative:
The subject device referenced in this report is currently working correctly and will not be returned for evaluation; therefore, the device evaluation could not be completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
In speaking with olympus technical assistance support (tac) via phone, the customer¿s biomedical engineer reported that the image on the non-olympus (stryker) monitor when connected to the evis exera iii video system center intermittently goes out. Biomed reported that when connected to a different cv-190/evis exera iii video system center with the stryker monitor, the same results were achieved. Tac confirmed with biomed that both the software-defined infrastructure (sdi) 1 and 2 ports on the evis exera iii video system center were being used. The sdi cable goes through the ceiling and across the room to the stryker monitor, and the issue occurs intermittently but did not happen on the secondary monitor connected to the comp out port on the cv-190 evis exera iii video system center. Biomed stated that they had tried three different monitors, but the problem persisted. Tac instructed the biomed to connect an sdi cable from the cv-190 evis exera iii video system center directly across the room to the stryker monitor. The issue was resolved, and it was requested that this service case be closed out. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the intermittent image could not be identified. Olympus will continue to monitor field performance for this device.